Manufacturer narrative:
Zimmer biomet (B)(4). This final report is being submitted to relay additional and/or corrected information. Through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable.

Event description:
It was reported that during a tka surgery with rosa instrumentation the tibia was over-resected by 2mm medially and 3.5mm laterally. Due to this deviation from the surgical plan, a 16mm tibial implant was needed when a 10mm implant was planned. Patient had no impact and was not affected. Attempts have been made and no further information has been provided.

Event description:
It was reported that during a tka surgery with rosa instrumentation the tibia was over-resected by 2mm medially and 3.5mm laterally. Due to this deviation from the surgical plan, a 16mm tibial implant was needed when a 10mm implant was planned. Patient had no impact and was not affected. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Same/similar to rosa unit 510(k): k182964. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.